Event description:
About 4 months ago, 2004, pt who is quadripledgic, stated they tried a front wheel drive wheelchair. The wheelchair was a demo received from a local distributor. The complainant stated they were trying out the chair in their home and found that it was hard to control and that the rear wheels fishtailed. After about 1/2 hour of using, the wheelchair crashed into wall in home due to poor design. The chair reportedly has 2 sets of controls, one for inside the home and one to use outside the home. Pt's friend also had a front wheel drive wheelchair which toppled over and friend suffered brain injury and subsequently died. Pt stated this was many years ago, did not want to provide info on friend and did not know brand of wheelchair.